Event description:
The event involved a 10" smallbore ext set w/6-port nanoclave® manifold, check valve, clamp, rotating luer which was reported to have leaked during patient infusion on an infant. It was reported that due to the leaking tubing, the baby had an acute blood pressure drop despite increased drip rate and dosing returned to infant's baseline once the tubing was replaced. There was a delay in therapy for approximately 30 minutes of ineffective blood pressure drip/IV nutrition infusion. There was a continuous infusion of total parenteral nutrition (tpn), fentanyl, dopamine, norepinephrine, and omegavan. The medication came in contact with the patient. The customer also noted twisting of connection lock between manifold and manifold tubing.

Manufacturer narrative:
One used 10" smallbore ext set w/6-port nanoclave® manifold, check valve, clamp, rotating luer was returned for evaluation with drug residuals observed. As received no physical damage or abnormality were observed, no matting device was returned. A photo sample was also received showing the defective product with an arrow indicating where the leaking happened. The set was primed at gravity pressure, using hydrostatic pressure pump and a leak was observed between adaptor fill and manifold. Complaint of leaks can be confirmed, the probable cause of the leakage was due an incomplete insertion between adaptor fill and manifold during manufacturing process. The device history review was performed and no non conformities were found that would have led to the reported complaint.